Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a reported missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Com (B)(4).

Event description:
Subsequent to the initial MDR, the further contact was made with the patient¿s mother on (B)(6)2018. It was indicated that the patient started to experience paint at the sensor insertion site where there was a raised bump. The patient¿s mother stated they took the patient to the emergency room (ER) on (B)(6)2018 and indicated that the sensor wire was too deep to be removed and had scheduled for surgery to remove it. Additionally, the sensor was returned for evaluation. An external visual inspection was performed, and it was determined that the sensor wire was missing. The reported missing wire was confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the further contact was made with the patient¿s mother on (B)(6) 2018. It was indicated that the patient started to experience paint and discomfort at the sensor insertion site where there was a raised bump. The patient¿s mother stated they took the patient to the emergency room (ER) on (B)(6) 2018 and indicated that the sensor wire was too deep to be removed and had scheduled for surgery to remove it. On (B)(6) 2018, the patient had an x-ray performed at the hospital and confirmed that the sensor wire had been retained in the patient¿s skin. It was indicated that the patient had a follow up meeting with the doctor scheduled on (B)(6) 2018. Additionally, the sensor was returned for evaluation. An external visual inspection was performed, and it was determined that the sensor wire was missing. The reported missing wire was confirmed. A probable cause could not be determined. No additional patient or event information is available.